Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported contact force issue was confirmed. Log file analysis indicated optical fiber 2 did not meet specifications for optical properties and no contact force was displayed from the beginning of the files. However, when the returned device was connected to the tactisys quartz unit optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported optical issue and subsequent delay remains unknown.

Event description:
Related manufacturing ref: 3008452825-2023-00177, 3008452825-2023-00179, 2184149-2023-00090, 2184149-2023-00091 during a pulmonary vein isolation procedure, it was not possible to get contact force on the ensite x system which resulted in a delay of procedure. The tactisys showed a red light on the power light. Four different catheters were attempted to be used during the procedure, as well as 3 different tactisys quartz systems none of which resolved the issue. The procedure was completed using no contact force with no consequences to the patient. Following the procedure, three of the catheters were tested in a wet lab with the 3 systems used during the procedure. Of the 3 catheters tested, only one had contact force data. Of the 3 tactisys quartz systems tested, all 3 connected to the ensite x system, but only 1 displayed contact force data.